Event description:
It was reported, a angio-seal was used to seal the arteriotomy site post cardiac catheterization. An angiogram revealed a forty percent blockage in one vessel; medication was the prescribed treatment. The patient developed a rash and facial swelling. The patient contacted the physician and was prescribed benadryl and loratatdine. The patient reported taking some of the benedryl (dose unk) and alleged that did not help the symptoms. The physician believed the patient was experiencing a delayed reaction to radiographic contrast or ancef. Reportedly, the patient was non-compliant and did not take the prescribed benedryl and loratadine. Reportedly, the patient's rash and facial swelling were subsiding.

Manufacturer narrative:
No product was returned. A search of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state potential adverse reactions or conditions may be associated with one or more angio-seal device instructions for use (IFU) state potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema.